Event description:
It was reported to philips that the device experienced a defib test failure and subsequently displayed a shock equipment malfunction inop message. There was reported patient involvement.